Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during a surgical procedure the ipg began disconnecting and unable to communicate with external devices periodically. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
The report that the ¿clinician programmer disconnected from ipg multiple times¿ was not confirmed. During analysis, a lab clinician programmer (cp) paired and communicated with the returned eterna ipg. The returned ipg logs were reviewed and found that the device was bonded with twice on the day in question, battery voltage was 3.82v, and the returned device passed all functional tests on the automated test equipment (ate) which includes ble open channel test. There was no issue regarding bluetooth communication and the returned device exhibited normal device characteristics during analysis. Correction: d9: yes.